Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump sleep/wake button was intermittently unresponsive despite proper technique, with tactile feedback inconsistently present, and that multiple infusion set connectors reportedly malfunctioned, leading to elevated blood glucose at times. Symptoms included episodes of hyperglycemia. Outcomes included the need for device replacement and additional infusion sets and connectors. Investigation included remote troubleshooting and education to verify correct wake-button interaction, confirm device charging and cleanliness, and attempt operation with and without the protective case after idle time and further inspection of the returned device. Investigation of this device revealed a recurring user-reported failure of the sleep/wake button to respond and suspected connector performance issues affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the sleep/wake interface with contributory infusion set connector issues.